Event description:
It was reported that the patient had routine outpatient clinic visit and mentioned damage on the lcd display and a loosened driveline locking mechanism at the red button cover with an insufficient spring mechanism of the controller. The patient could not remember any root cause. The log file review showed an abnormal high amount of "silence alarm button pressed" notifications although no alarm messages were recorded in these moments. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: the implant date was inadvertently included in the initial report. It is not applicable to this product. Manufacturer's investigation conclusion: the reported event of a ¿loosened driveline locking mechanism¿ was confirmed with the returned system controller (serial # (B)(6). Upon examination of the lock keypad (red release button), the component became detached from the housing. The lock keypad (red release button) becoming detached appeared to be related to an adhesion issue. Examination of the driveline latch assembly was unremarkable. The driveline latch assembly was able to release the connector when depressed and secure the connector when inserted. The investigation determined the adhesion issue was related to the supplied part. Also, the reported event of the lcd display issue was confirmed. Self-test was performed, and the visual message on the display had a line of inactive pixels. The display issue was related to the lcd display module within the system controller. Further evaluation of the lcd display module could not be performed, and a root cause could not be determined during the evaluation. Similar events will continue to be tracked and monitored. Also, the reported event of a "silence alarm button pressed" was confirmed with the data retrieved from the returned system controller (serial # (B)(6). The log file captured several silence alarm button pressed data entries. The system operated within the patient stored speed value (5,000 rpm) and low speed value (4,700 rpm). Only power cable disconnect alarm events relating to routine power exchanges were captured. No adverse alarm event was captured. The ¿silence alarm¿ button on the front user interface functioned as intended, which activated the function when depressed. Incidental finding: the device failed a section of the functional test procedure, which the measured values indicate beginning stages of conductor breakdown. The conductor breakdown did not result in any functional issues and will be considered an additional finding. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 20oct2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.